Event description:
This customer reported an unspecified pacing issue. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported an unspecified pacing issue. There was no report of pt involvement or negative pt impact. The hospital biomedical engineer evaluated the device and it passed all testing. The defibrillator was returned to philips for eval and the device also passed all performance verification for testing. We are unable to determine the cause of the pacing symptom.